Manufacturer narrative:
Troubleshooting was conducted with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and inspecting the faceplate and back plate for damage. During troubleshooting, the customer indicated that she does not regularly separate and clean the parts. The customer indicated that she would soak and wash the parts and call back if that did not resolve her issue. In follow up with the customer on 12/28/2017, the customer confirmed that she developed mastitis three weeks prior to (B)(6) and again the week before (B)(6) for which she was prescribed antibiotics. The customer indicated that she cleans her parts with scalding hot water every time she uses them and soaks them daily. The customer indicated that she has only used the parts once since she called and the pump "kind of" worked, as she didn't get as much milk as she thought she should. The customer indicated that the mastitis was resolved through breastfeeding and that she was going to contact customer service about getting a replacement pump. As of the date of this report, the customer has not contacted customer service. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style breast pump was low and she developed mastitis twice.